Manufacturer narrative:
The device was returned for analysis and was noted to be cut. The connector end was returned. The length measured was 21.4cm. Dc resistance and hi-pot testing were unable to be performed due to the device being cut. The connector pin and large boot were within specification. The connector pin and ring had indent marks on the exposed metal areas. Both seal rings and the large boot were deformed. Scratches were noted on the outer tubing directly passed the large boot. The outer coils were also deformed located 5.5cm away from the connector end. Fluid foreign material (fm) was also noted on the lead body. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch. Risk documentation was also reviewed, however, no conclusions could be drawn since the epicardial lead is implanted as part of a complex pacing system and no information provided as to why the lead was explanted. It is unknown if the incident was related to device malfunction, device placement, patient condition or anatomy, etc. A root cause is not able to be determined at this time. A partial lead was returned so electrical testing could not be performed to determine if the lead was functioning appropriately. The device is part of several implanted components that comprise a pacing system. In addition, the event details that led to the explant of this device are unknown. All records indicate the device met specification prior to leaving greatbatch.

Event description:
It was reported that the system was explanted for an unknown reason. There is no information for a system replacement. Attempts for more information were unsuccessful.